Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a pipeline flex that failed to open at the distal end. The patient was undergoing a procedure for flow diversion treatment of an unruptured right internal carotid artery (ica) c6/ophthalmic segment amorphous aneurysm. The aneurysm max diameter was 7.2mm and the neck diameter was 5.1mm. The distal landing zone was 3.8mm and the proximal landing zone was 4.96mm. Vessel tortuosity was moderate. It was reported that the pipeline and all accessory devices were prepared as indicated in the instructions for use (IFU). The marksman microcatheter was advanced on the guidewire to the middle cerebral artery (mca) m2. The pipeline was then placed in the microcatheter and delivered. When the surgeon began deployment of the pipeline, it was noted that the distal tip was not opened. The pipeline was resheathed into the marksman and then redeployed about 10mm, but the tip was still not opened. It was noted that more than 50% of the pipeline was deployed when the failure to open occurred. The pipeline was not positioned in a bend. The pipeline was resheathed more than 2 times. After 3 repeated attempts, the distal stent still could not be opened so the pipeline was resheathed and removed with the microcatheter. The pipeline was replaced (model: ped-500-25) and the procedure was completed successfully. There was no harm or injury to the patient. Post-procedure angiography shows successful significant retention of contrast in the aneurysm.

Manufacturer narrative:
Product analysis #(B)(4):¿ equipment used: video inspection system ((B)(6)), camera (panasonic lumix dmc-zs5) ¿ as found condition: the pipeline flex was returned inside of a biohazard bag and a shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal ends of the braid were opened and frayed. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the returned device, the customer complaint was not confirmed as the distal and proximal ends of the braid were opened and frayed. The damage to the braid on the ends is possibly the results of the physician re-sheathing the device more than recommended two times. However, the cause could not be determined. Possible cause for failure to open includes damaged braid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.